Event description:
Event description cpi received information that during an implantable cardioverter defibrillator (ICD)(medtronic) replacement procedure, this endotak transvenous defibrillation lead (0074) was explanted due to a corrosive appearance of the shocking electrodes at the yolk. No visible insulation break. A new medtronic (ICD), and lead were implanted.